Event description:
It was reported this ra lead displayed a high out of range pacing impedance measurement of greater than 2000 ohms. The hcp was going to bring the patient into the clinic for further evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).